Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This is the same event as 104334-2009-00150, 00151, 00153, 00154. This event occurred in another country.